Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The respiratory rate trend (rrt) was programmed off and the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that inappropriate atrial tachycardia response (atr) events were observed with this system and the atrial channel appears to demonstrate noise due to interaction with minute ventilation (mv) feature. Additionally, varying pacing impedance measurements were noted. No adverse patient effects were reported.